Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reports "proximal end of dilator (hub) snapped off after sheath insertion while attempting to remove dilator from sheath. Md used hemostat through the valve of the sheath to remove the introducer. Case continued as normal with no further issues." No patient harm was reported. The patient's condition is reported as fine.

Event description:
Customer reports "proximal end of dilator (hub) snapped off after sheath insertion while attempting to remove dilator from sheath. Md used hemostat through the valve of the sheath to remove the introducer. Case continued as normal with no further issues." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and a lidstock for analysis. Signs of use in the form of biological material were observed in the sheath arm. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 17.0625", which is within the specification limits of 16.875-17.375" per the dilator product drawing. The dilator outer diameter measured 0.13720", which is within the specification limits of 0.135-0.138" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.045", which is within the specification limits of 0.043-0.046" per the dilator extrusion product drawing. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "ensure dilator hub fully snaps into sheath cap...holding sheath in place , remove guidewire and dilator." The hub of the dilator was able to snap into the sheath with no issues. The dilator body was also able to pass through the sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a hub separated from a dilator was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, design likely caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions were implemented for this issue on 14-june-2022, which is after the manufacturing date of the dilator involved with this complaint (16-may-2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports "proximal end of dilator (hub) snapped off after sheath insertion while attempting to remove dilator from sheath. Md used hemostat through the valve of the sheath to remove the introducer. Case continued as normal with no further issues." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one sheath/dilator assembly and a lidstock for analysis. Signs of use in the form of biological material were observed in the sheath arm. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 17.0625", which is within the specification limits of 16.875-17.375" per the dilator product drawing. The dilator outer diameter measured 0.13720", which is within the specification limits of 0.135-0.138" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.045", which is within the specification limits of 0.043-0.046" per the dilator extrusion product drawing. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "ensure dilator hub fully snaps into sheath cap. Holding sheath in place, remove guidewire and dilator." The hub of the dilator was able to snap into the sheath with no issues. The dilator body was also able to pass through the sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." Investigation conclusion: the customer report of a hub separated from a dilator was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. A CAPA has been previously initiated for this issue. The root cause is likely design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10-investigation conclusion corrected to: the customer report of a hub separated from a dilator was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. A CAPA has been previously initiated for this issue. The root cause is likely design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.